Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. The medtronic pulmonary valve was working well but was replaced incidentally during an open surgical aortic valve replacement procedure. A non-medtronic surgical homograft conduit that was implanted later required replacement due to stenosis and a new medtronic pulmonary valve was successfully implanted to treat the failed homograft. There was no evidence to suggest a medtronic device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately (B)(4) following the implant of this transcatheter pulmonary valve, a second transcatheter pulmonary valve was implanted valve-in-valve for an unknown reason. Additional information was received that the first transcatheter pulmonary valve was replaced surgically approximately four years and eight months post-implant with a 28 mm pulmonary homograft conduit incidentally at the time of surgical aortic valve replacement. The pulmonary valve was reported to be working well at that time. The non-medtronic surgical homograft conduit developed rapid stenosis and a new medtronic transcatheter pulmonary valve was placed into the conduit one year and five months later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 2 months following the implant of this transcatheter pulmonary valve, a second transcatheter pulmonary valve was implanted valve-in-valve for an unknown reason.